Manufacturer narrative:
Lab testing of pcb revealed: the inspiratory time potentiometer is bad. The display remains at .10 sec until the potentiometer has been turned about 3/4 thru a complete turn then the display jumps to 5.00 sec. Inspiratory potentiometer was then cut open to reveal: the wire on the coil is broken in several spots. The brass part shows signs of corrosion. Concluded that the failure of this pcb was caused by a failed potentiometer, which failed due to contamination.

Event description:
While on pt, therapist attempted to set the inspiratory time. Setting went from .3 seconds to 3 seconds. Infant removed and placed on another ventilator.